Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up visit, patient¿s incision site was quite swollen however there was no redness. Inadequate capture threshold issue was observed on the ra lead as well. The p-wave and impedance values were stable. No intervention was performed and the patient will be seen in one month¿s time to reassess. Device and lead remains implanted and will be monitored. Patient was stable.

Event description:
New information received on november 28th, 2018 states that patient was seen in clinic on (B)(6)2018. All measurements were stable and no intervention was planned. No further information is available.